Event description:
In process of removal of PICC, percutaneous intervenous cardiac catheter, line, catheter broke. Per md, medical dr: the pt's went to the or, operating room, for surgical removal they were stuck to both pt's vein in exactly the same fashion.